Event description:
It was reported that the device was apparently undersensing atrial fibrillation (af). The atrial sensitivity was reprogrammed, and will be adjusted further. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.